Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient never got therapy since implant on (B)(6) 2016. Impedances were checked and the integrity of the device is "fine." Additional information received from the rep on dec-13 reported that all impedances were checked, and all electrodes "checked out." The patient is getting minimal therapeutic effects, with it being noted that the lead may not be optimally placed. The patient is not pleased with the results they are getting and are seeking a possible revision. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.